Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks due to multiple episodes of ventricular fibrillation. While hospitalized, the patient had an electrical storm that carried them to sudden death. Cardiopulmonary resuscitation (CPR) was initiated and medication administered. After receiving numerous shocks, the device was at end of life with unexpected longevity and a long charging time. The device was explanted and replaced. No further patient complications have been reported as a result of this event.